Event description:
A customer complaint was received indicating that the rapid transit catheter was incompatible with a competitor's guidewire. Upon receipt of the rapid transit catheter the product analysis revealed the tip of the catheter was torn.